Event description:
It was reported that the customer was hospitalized for hyperglycemia and the customer stated the they are pregnant. Prior to the event, the customer stated that they had hbgs, but there were no significant events leading to the hospitalization. The md stated the customer was being treated for a possible urinary tract infection. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The customer was educated on the two hbg rule and insertion site areas.